Event description:
The rptr indicated that the device was programmed 6 months ago with previous software (1.02) when it was inquired with the new rx5000 sofrware, a message appeared "pacemaker out of range" and a backup reset had to be performed.

Manufacturer narrative:
A.2, a.3, & a.4 - this info remains unknown because it is an international device.